Event description:
It was reported that during testing at the user facility the td ost assembly of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through visual evaluation. The td ost shaft was confirmed to be broken, which can be caused by a material integrity issue or impact.